Event description:
Litigation alleges the patient suffers from pain, loosening, metallosis, and fluid buildup secondary to a metal reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 02/06/2017 pfs and medical records received. After review of the medical records for MDR reportability, alleges pain in groin area, "clicking" sound when walking, beginning in 2013. Sore and painful hip area when walking or standing for extended periods of time. Revision surgeon indicated in post-op diagnosis "extensive metallosis...pseudotumor of the right hip". Described "dark grayish brown material, consistent with metallosis" and "2 - lobulated pseudotumor masses". Stated femoral component was well fixed. Did not indicate acetabular cup loosening--required cutting extraction device to remove, and there remained some bony ingrowth on the removed cup. Provided metal ion labs for chromium and cobalt are < 7.0 ppb and therefore do not constitute metal ion toxicity. Elevated ions harm removed from complaint. Updated prod/lot for all products.

Manufacturer narrative:
Additional narrative:the devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.